Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl; cause was not known. Reportedly, the customer became unconscious and subsequently the pump was dropped and the touch screen became shattered. Additionally, the pump touch screen became black and customer was unable to interact with the touch screen due to the damage. Customer consumed carbohydrates to address blood glucose (bg) level. The customer reverted to manual injections for insulin therapy.